Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a high blood glucose(bg) of at least 556mg/dl no other symptoms, associated with a loss of prime. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the loss of prime occurred two or more times with more than one cartridge and the cartridge was being reused. The patient was educated on loss of prime warnings and cartridge use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia as a result of use error.